Event description:
Found pt in bed with head wedged tight inside of upper side rail. Right side. Pt breathing. No respiratory distress. Attempted to remove head by applying lotion but was unsuccessful. Siderail was sawed apart at top.